Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the site encountered repeated errors on the e-100 generator. The site tried to power cycle the generator multiple times with no change in led status. The e-100 power button was depressed for 3 seconds and the power cord was removed from the back of the generator with no change. When the generator was powered on, there was a red led on the instrument and power leds. The site completed the procedure using the erbe generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The e-100 was analyzed and found the reported failure was replicated / confirmed. This unit was installed into the test system, and it failed. The power led turn red, and unit cannot cut/seal. The complaint was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.